Event description:
After one year of cochlear implant use, this pt reportedly was not performing as well as expected with the device. Exchanging external equipment and reprogramming did not receive the performance issues. An integrity test showed elecctrodes anamalies. The parents of the pt opled to have the device explanted. Explantation and reimplantation surgery took place in 2005.